Event description:
It was reported via repair work order that the arm cover is damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.